Event description:
A craniotomy was being performed on (B)(6) 2013, when the mayfield skull clamp slipped and caused a small laceration. The wound did not require any suturing or stapling. The patient recovered and was discharged on (B)(6) 2013. It is unknown whether the patient was repositioned during the surgery. It was thought but, has not been confirmed, that the unit was set at 60 pounds of pressure but dropped to 20 during the procedure. The manager was unable to provide any further information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.